Manufacturer narrative:
The returned device was evaluated and found to have internal corrosion on pcb. The kill switch was also found broken. Cracks were observed on top and bottom housing of the pod. During leak test, fluid leakage was found on the unexposed portion of the soft cannula, this was the source of fluid on pcb and caused internal corrosion. All the three batteries were found to be depleted. The download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. The fluid on the pcb was the cause for the step sensor short. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached between 380 to 400 mg/dl and that the pod generated an hazard alarm during bolus after wearing the pod for 4 to 24 hours on the abdomen.